Event description:
(B)(6) presented 3 or 4 years but from a sling procedure. She has had persistent problems with recurrent infections, vaginal pain, and urge incontinence and insensible incontinence. She requested elective treatment of the same.